Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the prograsp forceps instrument cable was broken at the tip of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was frayed at the yaw pulley. The frayed cable stuck out at the wrist. No other cable damage was found.